Manufacturer narrative:
H11 corrected data: this complaint report is a duplicate to 3002808157-2025-00032. The initial report for 3002808157-2025-00032 was submitted to the FDA on october 21, 2025, and the supplemental report with the investigation findings was submitted to the FDA on january 30, 2026. This duplicate complaint was closed. D3: the manufacturer¿s street address was corrected. Email address was added.

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom vida mr system. It was stated that a patient received a burn, although no detailed information about the burn or medical treatment is available. Siemens has requested additional information to conduct an investigation of the reported event; however, the customer has not responded to this date. Therefore, this event is being reported in the abundance of caution.